Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: "suspicion of bia-alcl" -- biomarkers not yet reported; "fluid near the implant."

Event description:
Healthcare professional reported that the patient presented with pains, swelling, and has a fluid near the implant and has suspicion of bia-alcl due to these symptoms. Histopathological markers cd30+ and alk- have not been received. A ultrasound was performed and no rupture was observed. Affected side has not been specified. The device remains implanted.